Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, no suture was present when the plunger was pulled. This occurred with all three devices. The suture of a new proglide device was successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequently to the initially filed emdrs, the following information was corrected: a proglide suture was successfully pre-placed. When attempting to place the second proglide device, two cuff misses [suture retrieval issues] occurred in succession [not three as previously reported]. The suture of another proglide device was successfully pre-placed. The successfully pre-placed proglide sutures were used to achieve hemostasis after the evar procedure. No additional information was provided. A proglide suture was successfully pre-placed. When attempting to place the second proglide devices, two cuff misses [suture retrieval issues] occurred in succession. The suture of another proglide device was successfully pre-placed. The successfully pre-placed proglide sutures were used to achieve hemostasis after the evar procedure.